Event description:
It was reported that a chemosafelock vial adapter generated a leak during patient use. Use of actual sample was after use. The set was not contaminated with blood or body fluid. There was no reported impact of the event on the patient and/or medical institution worker. 1 involved defective set and the sample is not available for investigation. A sample picture is not available. There was no patient harm reported.

Manufacturer narrative:
The complaint of leaks on item kl-va202u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for lot#13777595 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.